Event description:
This rv lead was explanted and replaced due to noise. The physician wanted to put in a df4 lead, so this lead was replaced, as well as the ICD. No adverse patient events were noted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.